Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection of the returned product which identified the sterile pouch was damaged. The product was returned with tyvek already peeled off. Review of the device history records identified no relevant deviations or anomalies. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the outer box was opened up, it was noticed that the stem was shipped in and it was discovered the inner plastic sleeve was damaged. Attempts have been made and additional information on the reported event is unavailable at this time.